Manufacturer narrative:
(B)(4). Conclusion: the prowler select plus was not returned for analysis. Review of DHR for lot 17378264 found that 3 rejected units (due to tight ID) may be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. No other issues were noted that were considered potentially related to the reported complaint. The resistance between the revive se and the prowler select plus and the failure of the revive se to capture the thrombus could not be confirmed without product return or procedural films. Procedural or patient factors may have contributed to the event. Since multiple devices failed to capture the thrombus, the event may have been related to the composition or size of the thrombus. There was no evidence to suggest the events were related to the manufacturing process; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 MDR's submitted for this complaint, with associated reference numbers of 3008264254-2016-00049 and 2954740-2016-00182.

Event description:
As reported by the (B)(4) (B)(6), during acute thrombosis recovery surgery for the left distal m1, the physician placed the prowler select plus ((B)(4)) distal to the thrombosis and then tried to deliver the revive se ((B)(6)), but felt a strong resistance. Despite the difficulty of delivering, he managed to deliver distal to the thrombosis. Nevertheless, he could not recover the thrombosis at the 1st pass of revive, replaced the prowler select plus with marksman for the 2nd pass of revive, then, a penumbra was used together from the 3rd pass, but failed to recover the thrombosis. Thus, he used trevo xp and succeeded to recover the thrombosis at the 2nd pass. The procedure was successfully completed without further issues. There was a five minutes delay due to the event. There was no patient injury or complications reported. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to or after the event. The complaint products have already been disposed and are not available for investigation. No further information was available.